Event description:
It was reported from the nurse that pump module was set to infuse 250ml of levophed infusing at a rate of 3.2ml, 0.04mcg/kg/min at 8am. At 4pm the bag was empty and needed to be changed. The infusion rate on the IV pump had not changed during the shift and the pump still stated the bag was infusing at 3.2ml. Once a new IV pump was used the actual rate of infusion to maintain the patient's blood pressure was noted to be 0.42 mc/kg/min or approx. 32 ml. The equipment has been quarantined. The customer indicated that no adverse event occurred.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported from the nurse that an 8100 was set to infuse at 8am and at 4pm the 250ml bag was empty. The equipment has been quarantined. There was no indication of patient impact.

Manufacturer narrative:
Additional information: b.5, b2, b3, d4; h4. Correction: b1;h1; h6 patient code. The customer reported event that 250 ml of levophed (norepinephrine) infusing at a rate of 3.2 ml with a dose of 0.04 mcg/kg/min infused faster or completed sooner than expected could not be confirmed or replicated in this investigation. No conclusion could be drawn through log review regarding the reported experience that 250ml of levophed infused faster or completed sooner than expected. Customer reported that at 8:00:00 am, 250 ml of levophed was programmed to infuse at a rate of 3.2 ml with a dose of 0.04 mcg/kg/min; however, log review confirmed that at 7:48:45 am the infusion parameters for 200 ml of levophed were a rate of 2 ml/h with a dose of 0.025 mcg/kg/min. The infusion dose was being titrated and the reported programming was programmed at 12:28:00 pm with the rate of 3.2 ml/h and the dose of 0.04 mcg/kg/min. The total volume recorded infused from the specified time of 8:00:00 am to 4:00:00 pm on (B)(6) 2020 was calculated at 19.429 ml. The customer reported that at 4:00:00 pm, the bag was empty. The actual bag volume could not be ascertained from the event logs. Rate accuracy testing performed found the pump module was infusing within specification. The inspection process performed on the pump module found no irregularities. The disposable set was not returned for this investigation, therefore it is unknown if the set may have contributed to the customer¿s experience. The root cause of the customer reported event that 250 ml of levophed (norepinephrine) infusing at a rate of 3.2 ml/hr with a dose of 0.04 mcg/kg/min infused faster or completed sooner than expected and that the bag was empty at 4 pm could not be identified in this investigation. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 14may2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 26aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.

Event description:
It was reported from the nurse that pump module was set to infuse 250ml of levophed infusing at a rate of 3.2ml, 0.04mcg/kg/min at 8am. At 4pm the bag was empty and needed to be changed. The infusion rate on the IV pump had not changed during the shift and the pump still stated the bag was infusing at 3.2ml. Once a new IV pump was used the actual rate of infusion to maintain the patient's blood pressure was noted to be 0.42 mc/kg/min or approx. 32 ml. The equipment has been quarantined. The customer indicated that no adverse event occurred.